Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device would not ventilate. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event have been provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information, but no response has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower.